Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the audio bolus button did not work when the reporter went for pre-pump training: there is no response to the button press. The button and entire keypad is reportedly intact. The keypad buttons on front of the pump are responsive. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact. The bolus button cover was removed and the internal plug contact was found to be missing. The evaluation revealed a defective bolus button and the bolus button was responsive. All of the keypad buttons were found to respond to button presses and had normal spring back or click.